Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a heavily calcified and moderately tortuous right coronary artery. A xience sierra 2 x 38 drug eluting stent (des) was inserted and advanced to the target lesion but was unable to cross. It was noted a guide extension was used to access the lesion. Due to the inability to cross the lesion, the stent was removed. However, it was noted the stent was difficult to remove as the stent became caught on the guide extension, resulting in a flared stent. A non abbott stent was inserted and successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was received for evaluation. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and moderately tortuous artery causing the reported failure to advance. During removal resistance was reported due to interaction with the guide extension causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling. B6 - relevant test/laboratory data date changed from 01/20/2022 to 01/19/2022.